Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3. E1 patient city (B)(6). Patient country united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked in tubing event on (B)(6) 2024. No further information available.